Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving 2000 mg/ml baclofen at 345.4 mcg/day via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported that a motor stall was seen at initial interrogation of the pump. The patient did not recently have a magnetic resonance imaging (MRI) scan. It was stated the pump was alarming over the weekend of (B)(6) 2017. At the interrogation of the pump it was noted a motor stall occurred on (B)(6) 2017 at 07:54 and the motor stall recovered later that day. Another motor stall occurred on (B)(6) 2017 at 21:15 but no recovery had occurred for that stall. It was reported the patient's primary care physician was unfamiliar with the pump. It was reported the facility the patient is at is unfamiliar with the pumps and will likely be sending the patient out to an emergency room. It was reported the patient experienced withdrawals, and had really bad leg spasms. It was stated that the patient just came off their vent and the patient's trach was just removed. It was reported this motor stall may set the patient back as they were set to be discharged in about a month. It was reported they were searching for a physician to replace the pump. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was confirmed that the patient's hospitalization, ventilator, and tracheotomy were not related to the patient's device or therapy. All of these issues had been resolved and the patient was a regular patient at the facility doing physical and occupational therapy until they are released in 2 months' time. The hcp reported that the pump was refilled on (B)(6) 2017. The cause of the motor stall was not determined. The motor stall occurred on (B)(6) 2017 at 7 am, recovered 2 hours later, and then stalled again at 9 pm with no recovery. The patient was going through baclofen withdrawal with itching, uncontrollable muscle spasms, hypertension, tachycardia, and hypothermia. The patient heard the pump beeping and the pump was checked on (B)(6) 2017. No critical alarms were noted, but the event logs showed the motor stalls and recovery. The patient was sent to the ER and was then transferred to the care of dr. (B)(6) who replaced the pump on (B)(6) 2017. The patient returned to the facility and was doing "alright". The patient was reportedly still having itching, which a cream was ordered for, but the issue seems to be resolved. The hcp had not heard of any further issues. The patient weight was provided as (B)(6) lbs. No further complications were anticipated/reported.